Event description:
It was reported "we had a cracked needle. The area by the y site was cracked when we first flushed the port after accessing the patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hub crack is confirmed but the exact cause remains unknown. One 20 ga x 1 in safestep infusion set was returned for evaluation. The safety mechanism was returned fully activated over the needle. The infusion set was flushed with water using a 12 ml syringe and spraying leaks were observed to emanate from the white material in the y-site hub. Microscopic observation of the leak location revealed two longitudinal cracks extending upwards from the lower portion of the white material. One of the cracks was observed to extend further upwards. The crack appeared to line up with the knit line in the clear material of the hub. The fractures were slightly wavy. Based on the characteristics of the returned sample, possible contributing factors include exposure to stresses and damage during handling or use. Since the exact forces contributing to the formation of the cracks could not be determined, the complaint is confirmed but the exact cause remains unknown.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of aseyf035 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had a cracked needle. The area by the y site was cracked when we first flushed the port after accessing the patient."